Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl. The customer¿s current blood glucose value was 480 mg/dl. The customer treated high blood glucose with insulin pump. It was unknown if the auto mode was active or not at the time of incident. Customer stated that they leak at the infusion site. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. The customer will continue to use the device.